Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the mitral mechanical heart valve was implanted, the valve leaflets could not open or close normally during the adjustment process. This issue led to the explantation of the product. The device was replaced by another manufacturer's product.

Manufacturer narrative:
Updated b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which stated that leaflet motion was tested with the blue actuator during the implant procedure and the valve was rotated within the annulus in an attempt to obtain appropriate leaflet motion. It was stated that the physician felt this was a case of patient prosthesis mismatch. The valve was replaced with an unknown 25mm mechanical valve. It was noted that there was no impingement of the valve leaflets. No adverse patient effects were reported.